Event description:
On 18-feb-2026, an arthrex subsidiary employee reported via email that an ar-1588rt-ib tightrope ii rt with fibertape for internalbrace technique experienced an issue during use. During an aclr procedure on (B)(6) 2026, the adjustable thread broke inside the patient while the surgeon was pulling the adjustable strand to pass the graft into the femur. Due to one side of the adjustable mechanism breaking, the device could not be shortened. The initial device was removed, and the case was completed using a replacement ar-1588rt-ib tightrope ii rt. No significant surgical delay occurred, no additional anesthesia was required, and no patient harm was reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.